Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system biometric scanner failed. A field service engineer logged into the station, checked in hardware test application (hta) and conducted a firmware update. Further, the engineer powered the station down, opened the e-compartment, reseated all connections to the docking board and biometric identifier, tightened the universal serial bus (usb) connection for the biometric identifier, powered up the station and tested in hta to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a label printer network issue, then failed biometric ID and froze, requiring a hard reboot. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.